Event description:
Customer reported experiencing a low blood glucose event with a level of 41 mg/dl. The customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.